Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Orbital atherectomy (oa) was selected for treatment of the distal left anterior descending (lad) artery, which was severely calcified and stenosed. The patient was a surgical turndown patient, and an intra-aortic balloon pump (iabp) was placed for support. During the first treatment pass the diamondback coronary orbital atherectomy device (oad) jumped through the lesion and subsequent imaging showed no issues. A second treatment pass was performed, the oad jumped forward again and a change in pitch was observed. Imaging showed a small type 1 perforation just distal to the lesion and the oad was removed. An attempt to advance a non-csi wire to the lad was made, however an angiogram revealed that the perforation had sealed, and no additional intervention was performed. The procedure was stopped and the patient was sent to recovery with the iabp still inserted. An echocardiogram was performed, and revealed no issues. The patient remained stable the following morning. Per the physician, the patient's anatomy combined with the fast traverse speed may have contributed to the perforation event.